Event description:
Inflammation of appendix [appendicitis] ([nausea], [vomiting], [abdominal pain], [fever]). Inflammation of colon [colon inflammation]. Abdominal abscess [abdominal abscess]. Stiffness [stiffness]. Pain [pain]. Unable to walk [unable to walk]. Knee became extremely swollen, swelling at injection site [knee swelling]. Pain at injection site/knee [knee pain]. Removed 100 cc of fluid, 25 cc of fluid was removed [knee effusion]. Case narrative: initial information received on 10-aug-2018 and 16-aug-2018 (processed with clock start date of 10-aug-2018) from united states regarding an unsolicited valid serious case received from a other health professional. This case involves adult male patient who experienced inflammation of appendix, inflammation of colon, abdominal abscess, stiffness, pain, unable to walk, knee became extremely swollen, swelling at injection site, pain at injection site/knee and removed 100 cc of fluid, 25 cc of fluid was removed, while he using with the use of medical device [synvisc]. The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient's concomitant medication included lisinopril (lisinopril), gemfibrozil (gemfibrozil) and hydrochlorothiazide (hydrochlorothiazide). On (B)(6) 2018, the patient started using intra-articular synvisc injection dosage unknown (with batch number- 7rsp019s; expiry date: 30-sep-2018) for unknown indication. After the injection, on the same day, patient experienced severe pain and stiffness. The patient received the 2nd injection on (B)(6) 2018 unknown (with batch number- 7rso018a; expiry date: 30-sep-2018) and reported pain post injection/that night. The 3rd injection was administered on (B)(6) 2018 (with batch number- 7rso018a; expiry date: 30-sep-2018) and the patients knee became extremely swollen. On (B)(6) 2018, the patient was unable to walk. Doctor saw the patient and removed 100 cc of fluid; on (B)(6) 2018, 25 cc of fluid was removed. On (B)(6) 2018, the patient sat on the couch due to severe swelling and pain at the injection site/knee. On (B)(6) 2018, the patient went to the ER in (B)(6) where the doctor removed 100 cc of fluid from the knee. The knee was iced/elevated/given aspirin. On (B)(6) 2018 the patient reported nausea and went to ER with nausea/vomiting/severe pain in abdomen and high fever. CT scan was done and inflammation of appendix and colon were found. Appendix was removed and one foot of colon was removed. Patient was in the hospital for two weeks with a large abscess in the abdomen that had to be drained. Patient was discharged on (B)(6) 2018 and had 50 staples removed (B)(6) 2018. It was not known if cultures were done after fluid was drained from the knee. Patient was seeking legal action and has contacted lawyer (name unknown). Final diagnosis was pain, stiffness, knee became extremely swollen, swelling at injection site, removed 100 cc of fluid, 25 cc of fluid was removed, pain at injection site/knee, unable to walk, inflammation of colon, inflammation of appendix and abdominal abscess. Action taken: no action taken. Corrective treatment: appendix was removed for inflammation of appendix; one foot of colon was removed for inflammation of colon; aspirin for pain at injection site/knee. Outcome: unknown for all events. Seriousness criteria: hospitalization for abdominal abscess and inflammation of appendix; medically significant for inflammation of colon. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 31-aug-2018 for product. Batch number; 7rsp019s. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 31-aug-2018. The production and quality control documentation for lot 7rsp019 expiration date 30-sep-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsp019 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 31-aug-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 31-oct-2018 from the healthcare professional. Concomitant medication was added. Hospitalization for inflammation of appendix added. Text amended accordingly.